Event description:
It was reported that a large volume infusor leaked from an unspecified location. The leak was contained within the over pouch prior to patient use. The device contained 13500mg piperacillin / tazobactam (piptaz-aft) in 240ml buffered 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured between march 1-5, 2024. H11: the actual device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak. Further inspection revealed the cause of the leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnants of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of the broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.